Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 2.5-2.75x48mm, 90% stenosed, progressive and concentric target lesion was located in the non-tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with a non-bsc 2.75x12mm, non-bsc 2.5x20mm, non-bsc 2.5x12mm, and a 2.5x15mm quantum maverick balloons resulting in 60% stenosis. The 2.5x28mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with a 2.5x30mm and 2.75x18mm non-bsc stents. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The struts on row one at the proximal end of the stent are both twisted and raised whereas the damage in the middle of the stent is stretched, twisted and raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).